Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The reported complaint was confirmed via inspection of the returned a2009 ultra 360 . Both upper and lower handles were out of adjustment and both shock cushions were worn. Device required general maintenance, cleaning, and replacement of worn parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This unit is beyond integra's 7 years recommended life cycle. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the left arm of the ultra 360 patient positioning system was not locking on bar. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.